Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked past the plunger. The following information was provided by the initial reporter, translated from french: "leakage at the plunger".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked past the plunger. The following information was provided by the initial reporter, translated from french: "leakage at the plunger".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-aug-2022 . H6: investigation summary one sample was provided to our quality team for investigation. The product was visually inspected, no damaged was identified in the barrel or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2202120, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned sample underwent the same tests and product met required specifications. Given that we did not observe any defect within the syringe that could have caused the leak, we cannot identify a definitive root cause at this time.